Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Event date is (B)(6) 2023. Information is provided on the reprocessing of the device prior to return: there is a possibility that the device with the foreign material was used in a procedure. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The device did not need to be soaked in cleaning fluid. The air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution. The returned device was evaluated. It was observed that there was presence of foreign material clogging the nozzle. The foreign material found in nozzle is the gauze, likely used at the beginning or end of the procedure or reprocessing. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Other observations for the device: due to wear of angle wire, bending angle in up and play of up/down knob direction do not meet the standard value; connecting tube has a wrinkle and a scratch; light guide (lg) lens has a crack; adhesive around objective lens is peeled causing a streak of flare in the image; due to a scratch on objective lens, the image has dark area partially; scope connector is damaged and has a scratch; paint on suction cylinder is peeled; suction cylinder is shaved; adhesive on distal end rubber coating (a-rubber) has a chip; paint on air/water cylinder is peeled; due to damage switch (sw) sw1 does not work; distal end cover (c-cover) has a crack; forceps channel is shaved; scope connector is damaged; and switch box, forceps elevator knob, forceps elevator lever, right/left knob, up/down knob, control unit, scope cover unit, protector of universal cord, universal cord, image guide protector, grip, scope cover, scope connector, have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus promotional asset that was used at an end user (customer) facility in a procedure and returned after use with no reported malfunction. It is not known if the device was fully cleaned, disinfected, and sterilized before being returned. There is no patient involvement, and no harm reported to any patient. Upon evaluation of the returned device, the presence of foreign material clogging the nozzle was observed. The foreign material found in nozzle is the gauze, likely used at the beginning or end of the procedure or reprocessing. Due to clogging of nozzle, air and water supply volume does not meet the standard value. This medwatch is being submitted for the presence of foreign material in the nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity of the observed foreign material in the nozzle could be confirmed and the root cause could not be determined. The event can be detected by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". ¿inspection of entire endoscope¿ ¿8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. ¿inspection of objective lens surface cleaning function¿ ¿when using the air/water button 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image¿. Olympus will continue to monitor field performance for this device.